Event description:
It was reported that noise was detected in both channels of the pulse generator, which resulted in pacing inhibition. The patient was asymptomatic. The physician suspected a header connection issue and elected to explant and replace the device. The patient remained stable post procedure.

Manufacturer narrative:
(B)(4).